Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump as identified by tandem source. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction happened again. The caller acknowledged and understood the instructions.